Manufacturer narrative:
Exact date unknown, event occurred 3 or 4 years ago from the date the manufacturer became aware of the event. Explant date: 3 or 4 years ago.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg explant procedure. The explanted device will not be returned as it was discarded.